Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5092848) that a female patient who had unknown mentor gel implants placed received an autoimmune diagnosis post procedure. The patient received a hashimoto¿s diagnosis. Accompanying symptoms included brain fog, hypothyroidism, joint aches in the hands, anxiety, depression, rapid heartbeat, sweating, and hair loss. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-05195 for contralateral prosthesis report.